Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on; following a power outage, the device briefly started after power was restored, then shut down again and remained powered off. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power failure. A field service engineer found that there had been a power outage, and after power was restored, the pyxis unit initially started up but then shut down again and would not power on. The fse verified the electrical network connection point and confirmed it was functioning properly; however, the operating system did not boot automatically. The system functioned as intended after the field service engineer repaired the device.